Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that an informational power on reset (por) was seen and cleared successfully. Once the por was cleared, an end of service (eos) message was seen on the controller. The implantable neurostimulator (ins) had just been charged the night before and was working just fine. The patient did not remember seeing an eri and did not think they had ever had an over discharge. The patient was directed to their health care provider (hcp) no further complications were reported.